Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: embolic event/stroke. It was reported that during a lica stenting, the procedure was complicated by an embolic event (stroke) to the m2 division of the lmca corresponding to severe neurologic deficit. This was treated with a total of 18mg t-pa (thrombolytic treatment) infused into the thrombus resulting in complete recanalization of the vessel. This was noted as resolved in 2007, and the patient was discharged to home that same day. No additional information available. Study event.

Manufacturer narrative:
A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint. The rx accunet part# 1011649-55, lot# 6071251, referenced in b5 and d11 is being reported under manufacturer report number 3004742046-2007-00113.